Event description:
It was reported when the patient presented in the operating room for normal generator changeout, fluoroscopy revealed externalized conductors. The lead was capped and replaced. No further information is available.